Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that patient had his ivad catheter accessed on 3 separate occurrences with the same lot of huber needle and each time the microclave cap fell off the catheter, thus exposing the central line to open air and possible infection. All three occurrences happened after the patient had left the proton beam. The patient was brought into the emergency department where the central line had to be de-accessed, re-accessed, cultures were drawn, patient was given antibiotics. This report addresses the first device.